Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens went into the eye upside down. The lens was removed within the same surgery, with no patient injury and the backup lens was implanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).